Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited atrial undersensing. F-wave undersense and premature ventricular contraction (pvc) marker were noted and suspected it as pvc notation as the field representative could not see the f-wave. Boston scientific technical services (ts) discussed that when atrial undersensing occurs in ddd, the marker of ventricular sensing is pvc. The pvc markers only indicates that there was no preceding atrial event. The final device setting was vvi which indicates that the atrial sensing was turned off. This device remains in service. No adverse patient effects reported.